Event description:
It was reported the morning after the initial implant that there was r-wave amplitude variation on the right ventricular (rv) lead. On (B)(6) 2021 the physician elected to reposition the rv lead. The patient condition was stable.